Manufacturer narrative:
H11: the actual devices were not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the photographs using the naked eye was performed and showed a separation between the tubing and main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced the transfer set "tube came loose" during use. It was reported that the patient had an infection, also reported as "corresponds to peritonitis". The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.